Event description:
A malfunction was reported on customer's pump, which was identified as involving malfunction code malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump as it was under warranty, and the customer was advised to use a backup insulin pump to ensure continued insulin delivery. The customer agreed to put the current pump into storage mode and return it to tandem using a pre-paid label provided. Tandem also confirmed the shipping address and explained the steps to be taken upon receiving the replacement, which will include updated software.